Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple error alarms on the insulin pump during normal use. Customer stated that the insulin pump was stored with a dead battery for an extended period of time. Self test was performed and passed. Customer mentioned that the insulin pump reset itself. Customer's most recent blood glucose reading was 82 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected battery alarms noted. Insulin pump passed self test, error test and displacement test. No unexpected insulin pump resetting of date, time or customer settings anomalies were noted. No alarms were noted. However, several unexpected restart alarms were found at the alarm history file. Unexpected restart alarms due to a corrupted history file. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.